Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported that he has a skin irritation under the back therapy electrodes. Patient has reported irritation before to the distributor, and reported that it has improved at times but never really went away and had not prior received any medical attention. There was no alleged device malfunction contributing to the irritation. Patient was prescribed an over the counter medication (triamcinolone acetonide cream .01) and reported that the irritation has improved a little bit.